Event description:
Account states that a pt underwent a right mastectomy in 1999, and the jp drain broke upon removal and pt had to return to surgery in 1999 for removal of the retained piece of drain.